Manufacturer narrative:
(B) (4).

Event description:
Reporting status: death. Reporting rationale: stent dislodged and thrombosis occurred resulting in pt death. Device issue: stent dislodgement. It was reported that during the procedure in the left anterior descending artery (lad), pre-dilatation was performed using a non-abbott balloon. After pre-dilatation, a midsection dissection was noted, evidenced by a flow anomaly. The promus stent was deployed in the target vessel, but the flow anomaly continued. A graftmaster stent system (sds) was advanced, but met resistance against the promus. Several unsuccessful attempts were made to advance the sds through the promus stent. When attempting to remove the sds from the anatomy, the stent dislodged from the balloon. Unsuccessful attempts were made to snare the unexpanded stent from the distal left main artery. The pt remained hemodynamically stable for approximately 20 minutes; however, a large thrombus developed in the distal left main artery. A large thrombus also developed in the left circumflex artery. The pt became hypotensive and was intubated. Bradycardia and asystole occurred. A temporary pacemaker was inserted and cardiopulmonary resuscitation was initiated for 30 to 35 minutes. The pt went into ventricular fibrillation and defibrillation was initiated; however, the pt ultimately expired. No additional event or pt info is available.